Event description:
It was reported that the patient presented for an implant procedure. During the procedure, device interrogation revealed that the lead exhibited loss of capture. As a result, the lead was not implanted. The patient remained stable throughout the procedure.